Event description:
I have been made ill by my breast implants. I am a three time breast implant survivor. I had a bilateral mastectomy and had saline implants placed in (B)(6) 2000, style 163 textured saline mentor mcghan. In (B)(6) of 2011 due to major contractors issue, pain, etc. I had saline implants removed and replaced them with allergan natrelle style 20 silicone implants. After that I became quite ill with autoimmune issues, hashimoto's, thyroid nodules, connective tissue disease, intensive breast area pain, shoulder pain, vision issues, chronic sore throat and ear infections, heart palpitations. Classic breast implant illness symptoms. In (B)(6) of 2016, I had silicone implants explanted. Once I received allergan natrelle #20 silicone implants my health began to decline. I went from running 20-30 miles per week to barely being able to walk a short distance. Your calender program defaults to 2016. I received silicone implants on (B)(6) of 2011. I was born in 1955. My cardiologist recommended that I have my implants removed this year. He felt they were the root cause of my health problems. Thankfully I heeded his advice. I explanted on (B)(6) 2016. Unfortunately the capsule had adhered to my chest wall, so all of capsule could not be removed. But 5 weeks post surgery many of my symptoms are lessened. No more implants equates to a chance at health.